Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6. And h.10. The company service representative examined the system and was unable to confirm or replicate the reported event. The system was then tested and met all product specifications. Unrelated to this event, the company service representative checked the second instrument with the same specification range and stated both to be ¿clearly technically identical." The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a patient experienced a wound leak during a cataract extraction procedure. The patient returned to the operating room followed by two day hospitalization. Additional information has been received clarifying the chronology of the reported event. The patient experienced seidel seal failure at day zero. The patient returned to the operating room (or) for placement of sutures. The patient was hospitalized for two days due to uncontrollable leak despite having sutures placed. The surgeon noted that the incision was edematous probably from being heated. A corneal burn is suspected.